Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2008; dtba1d1, biv ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coil impedances were out of range and variable a few days post device implant. The rv and svc lead pins were removed from the header and reinserted completely. The rv/svc impedances were within normal limits and stable then. The lead remains in use. No patient complications have been reported as a result of this event.